Manufacturer narrative:
An event regarding dislocation involving a triathlon insert component was reported. The event was confirmed. Visual inspection indicates that the femoral component most likely dislocated anteriorly. Patient medical records were provided for review by a consulting clinician and were rejected due to the limited information provided. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Based on the findings of the visual inspections, it appears that the femoral component most likely dislocated anteriorly. There is no indication that the reported dislocation was due to the manufacturing process of the reported device.

Event description:
Dislocation of left knee.

Event description:
Dislocation of left knee.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.